Event description:
Customer had needle break off. She went to ER and had x-ray.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk.